Event description:
Related manufacturer reference numbers: 2017865-2021-38684. It was reported that the patient presented in clinic for generator change procedure. During procedure, it was found that the atrial lead was stuck in the header of the implantable cardioverter defibrillator (ICD). The ICD and the atrial lead were explanted and replaced. Patient did not experience any adverse event and was recovering.